Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the m540 monitor is shutting down during a case. There was no report of adverse patient impact. The device was swapped with another m540 monitor.

Manufacturer narrative:
The faulty m540 was inspected by the hospital biomed, and the issue was not reproducible. Multiple attempts were made to obtain additional information from the customer regarding the event. The customer confirmed that the unit was put back into use after the biomed inspection and no further issues were reported. The customer was unable to provide the correct log files. No further information was provided. The reported event could not be confirmed without the correct device logs. A root cause analysis could not be performed without the device logs.

Event description:
It was reported that the m540 monitor is shutting down during a case. There was no report of adverse patient impact. The device was swapped with another m540 monitor.